Event description:
Patient underwent tkr in 2006. She was readmitted twenty-three days later with sepsis of the right tkr with patellar tendon rupture. The patient underwent radical resection of soft tissue of the knee and revision of the right tkr and single component, etc. Cultures done at the time of surgery were positive for heavy growth of clostridium subterminale and perfringens. Cultures were taken from the right knee pseudocapsule and tissue. The patient was discharged five days later. She was readmitted eleven days later with right knee infected prosthesis with septic arthritis. She underwent radical resection of the soft tissue and bone two days later. She returned to surgery two days later for right aka. She expired a week later with septic shock.